Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1xgvn); product type: 0200-lead; implant date ; explant date . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that  the patient hadn't had the "best results" with their therapy in the past year (they've been having a lot of symptoms for quite a while) and described experiencing intense pain with the system. The patient further elaborated on the intense pain and stated that their implant surgery had been "pretty intense" and they could not "connect the leads" in the portion where the patient needed to be awake and when they finally did connect them, they had trouble getting the patient back to sleep. The patient stated it was a pretty traumatic experience and stated they didn't know if that had created some of the scar tissue the patient had "back there." The patient also stated that they would be "randomly electrocuted" and that had started probably since the second year they had the system. The patient stated there would be "random lighting shocks" happening on and off and that they felt like a "stronger current" than usual when they occurred and they've been happening more and more in the last six months. The patient also stated they had an autoimmune disease, and the ins site would swell frequently and cause their ins to stick out when they were having a bad day. The patient stated it would stick out "pretty far" and they've caught it/"banged it" on a chair at least 2 times in the past two years. The patient stated it was excruciatingly painful and that it would take their breath away. The patient stated that when that would happen, they've seen stars from it. The patient stated additionally, the tissue all along the lead wire and the lead site itself would swell as well and that they could feel scar tissue all around the lead wire and that the patient had a lot of pain around it. The patient stated they weren't even sure if the ins was on at this time. The patient stated their g eneral practitioner thought the lead could have migrated and could be causing the patient more scar tissue because the patient was having more pain around it but redirected the patient to follow up with their managing health care provider (hcp) to check the implanted system. The patient stated they were probably going to have to explant the system but noted they first had an appointment with their hcp a week from today (2023-sep-18). Documented reported event and redirected the patient to continue following up with their hcp. No further action was taken by patient services. The patient's relevant medical history included the patient stated when they first got the implanted system, they were really sick having just come out of having colorectal cancer.